Event description:
It was reported to boston scientific corporation that a gemini basket was used in the kidney during a ureteroscopy procedure performed on (B)(6) 2022. During the procedure, a gemini basket was used in an attempt to remove kidney stones. However, when stone was captured and device was pulled back, the sheath at the distal end was torn and pull wire broke. The stone inside the basket was able to be released and the basket was removed from the patient. Another gemini basket was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.